Manufacturer narrative:
(B)(4). The customer returned one catheter from an arterial catheterization device. Sings-of-use in the form of biological material on the inside of the catheter hub. Visual examination of the returned sample revealed two scratches/dents around the threads of the catheter hub. Microscopic examination also revealed two, protruding notches on the inside of the catheter hub. These notches line-up with the damage on the threads. No other defects or anomalies were observed. The catheter met all relevant dimensional requirements. A leak test was performed on the catheter. A lab inventory, luer-lock syringe filled with water was attached to the catheter. The damage on the catheter threads and the protruding notches inside the catheter hub prevented the luer-lock syringe from completely attaching to the catheter hub. With the distal end of the catheter occluded, the plunger was compressed. Water was observed leaking out of the connection point between the syringe and the catheter hub. The defective catheter was re-assembled to a lab inventory catheterization device. The catheter was able to pass over the lab inventory needle from the assembly with little to no difficulty. The manufacturing facility was contacted as part of this complaint investigation. They stated that the damage on the catheter hub likely occurred during the manufacturing process. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "in order to minimize the risk of problems associated with disconnects, it is recommended that only luer-lock connecting tubing be used with this device". The report that the catheter leaked in use was confirmed through complaint investigation. Visual examination of the catheter hub revealed dents/scratches on the threads of the catheter hub. These dents/scratches prevented the catheter from functioning as intended. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the comments from the manufacturing facility, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the screw thread on the hub of the catheter was found defective, which caused blood leakage during usage on the patient. The alleged issue with the device was found on (B)(6) 2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw thread on the hub of the catheter was found defective, which caused blood leakage during usage on the patient. The alleged issue with the device was found on (B)(6) 2019.